Event description:
The complaint was discovered during the delivery of the product. Hair was found inside the plastic wrap of an unopened ttso product. Attach a photo. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 23 sep 2024.

Manufacturer narrative:
Device evaluation: the ttso-8.5-5 device of lot number c2124598 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Image provided by customer, packaging partially visible and a hair-like fibre appears visible inside packaging manufacturing records review: prior to distribution ttso-8.5-5 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for ttso-8.5-5 devices of lot c2124598 did not reveal any discrepancies that could have contributed to the issue. These inspection checks are outlined in internal procedures in place at cirl and mention "complete a 100% visual inspection of the packaged unit (tyvek pouched) while held at a comfortable arm¿s length from the unaided eye at normal lighting conditions." "Visual inspections: inspect for the following (where applicable): foreign particulate matter (fm). Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2124598. Instructions for use and/label review: it should be noted that the instructions for use (ifu0045) states the following: ¿if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible cause of this complaint may be operator error as the hair- like fibre was not identified during packaging or packaging qc. However it is noted that in some cases, foreign matter in device packaging may not be detected at inspection. This may occur if the foreign matter is concealed under the product or label during the inspection process but later moves during transit. With device packaging inspections, gowning procedures and environmental monitoring, cook ireland makes every effort to minimize the presence of foreign matter in device packaging. However, quality awareness training will be complete as a precaution. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, hair was founded inside the plastic wrap. A definitive root cause could not be determined. A possible cause of this complaint may be operator error as the hair- like fibre was not identified during packaging or packaging qc. However, it is noted that in some cases, foreign matter in device packaging may not be detected at inspection. This may occur if the foreign matter is concealed under the product or label during the inspection process but later moves during transit. Confirmed quantity of 01 x prior to use device. There was no impact to the patient as this observation was made prior to patient contact. The complaint is confirmed based on customer and/or rep testimony.